Event description:
It was reported that pump experienced malfunction code that required caller to contact technical support, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer was guided through pump reset steps, malfunction did not recur after resetting, and customer was advised to continue using pump and to call back if malfunction code appeared again, which caller acknowledged and understood.